Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter gear was worn, the cutter failed the test cut, the comb and gear were damaged. The comb, cutter gear, and bottom roll were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
This device was returned for preventative maintenance and repairs were needed. Evaluation of the device revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.